Manufacturer narrative:
The instrument was transferred to engineering for further investigation of the dislodged hook tip failure. Advanced failure analysis (afa) was completed and initial findings were confirmed. The instrument was reviewed by design engineering and it was noted that there was no arcing damage caused by the instrument to itself. The cautery wire was found to have no damage and there is no arcing observed under the cap. The thermal damage observed on the yaw pulley was likely caused by another instrument. It was additionally confirmed that the hook was dislodged and rotated from its normal position. The hook was manually maneuvered and it was unable to be moved. The hook was not loose or moving freely. It is likely that a large amount of force was needed to dislodge the hook.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument with an alleged issue to perform failure analysis. The pch instrument was analyzed and found to have no signs of corrosion. However, the pch instrument was found to have thermal damage to the yaw pulley. The instrument passed the electrical continuity test. The instrument was also found to have a dislodged hook tip. The hook tip had a gap between the hook and non-metal part of the component. The hook tip was also rotated from the normal position.

Event description:
It was reported that after a da vinci-assisted surgical procedure, surface corrosion was discovered on the permanent cautery hook during processing. The procedure was completed as planned with no reported injury.